Manufacturer narrative:
Lot #: unknown, as the lot number of the device was not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI#: unknown since product lot number was not provided. Concomitant medical products: visx, sn 3767 and intralase, sn (B)(4). Device manufacture date: unknown, as the lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss occurred twice on the left eye (os) during surgery with an intralase patient interface (pi) after the laser fired. It was reported that the surgery was completed successfully by using a new ring, and that flap creation was performed without problem. There was no secondary surgical intervention required and no loss of best corrected visual acuity (bcva) reported. Pre?-operative refraction for the right eye (od): bcva 20/20, sphere -1.25, cylinder .00, axis 90 . Pre?-operative refraction for the left eye (os): bcva 20/20, sphere -1.25, cylinder -.50, axis 166.